Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years 10 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2017 due to hemorrhagic cerebrovascular accident. The patient was initially admitted on an unspecified date with low flow alarms and was provided IV fluids. Pump parameters normalized and no other alarms occurred during the admission. On an unspecified date, the patient had an acute change in mentation. An immediate CT scan showed bilateral occipital bleeds with decompression into the subarachnoid space.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.